Event description:
Facility reports "paper band still attached to venous line resulting in slight kinking of line." 06/04 multiple attempts have been made to reach don. Is on vacation today. Spoke with charge nurse. Who stated she was on duty that day and the event was caused by staff error. The staff member did not remove the paper band when removing the product from the package. The pt was sent to the hosp. Charge nurse stated "they decided it was probably hemolysis." The pt was discharged from the hosp in stable condition.